Event description:
It was reported that during an unk procedure, the first device failed the pre-run test. The rep tested the devices a second time and an instrument error was triggered. On the second device, the white teflon inactive clamp arm split during use. For device three, the device failed to work during the pre-test run. The instrument error was triggered upon activation. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.